Event description:
Medtronic received a report that there was resistance during delivery in the middle section of the phenom catheter and the solitaire detached. The patient was undergoing surgery for treatment of an ischemic stroke in the middle cerebral artery (mca). The baseline modified rankin scale (mrs) score was 3 and during the procedure was 3. The baseline national institutes of health stroke scale (nihss) score was 14 and post procedure was 3. The baseline thrombolysis in cerebral infarction (tici) score was 1 and post procedure was 3. The IV tissue plasminogen activator (tpa) was contraindicated. The vessel tortuosity was severe. The parent vessel was the m1 segment with a diameter of 2.7 mm. The stroke onset to reperfusion time was 8 hours. It was reported that the solitaire got stuck in catheter was not navigating. Tried to push but nothing happened. While pulling back, the stent which was stuck in catheter detached and only delivery wire came out. The catheter was removed and competition product was used to finish the case. No passes were made with the device. The reported device and accessory devices were prepared in accordance with the instructions for use. No patient symptoms were reported. Ancillary devices include a neuron max sheath, phenom microcatheter, and a traxcess guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional event details received. No causes or contributing factors for the resistance were identified. No causes or contributing factors for the solitaire detachment were identified. The catheter flush was administered per the IFU during the procedure. The solitaire device was not torqued or repositioned during delivery or retrieval. There was no kink or damage on the catheter. There was no kink or damage on the pushwire of the solitaire.